Event description:
The customer reported that the paddles failed in testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the paddles failed in testing. There was no pt involvement. The device and paddles were evaluated locally by philips and the problem was localized to the external paddle set. Replacement of the paddle set resolved the reported symptom.